Event description:
Procedure type: lap appendectomy. Reportedly, when the surgeon inserted a forceps into the 5.5mm short secondary port, the inner seal broke and the broken piece fell into the surgical cavity. It was immediately retrieved and the procedure was completed with another 5.5mm short secondary port. There was no pt injury reported.